Event description:
The customer reported that they woke up with high bgs and does not have injections. Then the customer bolused all day until they were hospitalized for dka. The customer stated that the time in the pump was not correct. Troubleshooting was performed. The programming and histories were not accurate. It was found that the pump had strip screens. Suggested customer to discontinue the pump use.

Manufacturer narrative:
Pump was received with corroded, rusted and stiff driver block. Unable to perform bolus and occlusion tests due to drive anomaly.